Manufacturer narrative:
The implant was returned on (B)(6) 2016. Visual inspection revealed there was remnant bone along the exterior of the implant. There was evidence of the remaining fractured portion of the healing abutment inside the implant. No other damage was noted to the implant. A definitive root cause has not been determined.

Event description:
The dentist reported the abutment screw fractured on (B)(6) 2016 inside the implant. The dentist tried to remove the fractured screw portion but he couldn't so the implant was removed on (B)(6) 2016. Another implant has been placed.

Manufacturer narrative:
The healing abutment was returned. The implant was not returned. The healing abutment was fractured at the threads. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances. A definitive root cause has not been determined.